Event description:
The customer used the device to check their blood glucose and obtained a result of 314 mg/dl. They felt ill and their family member called the paramedics. Emts came and checked their glucose and the level was 50 mg/dl. They administered glucose and took pt to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.